Event description:
A customer reported a malfunction with a pump while on holiday in spain and expressed difficulty in reaching the help desk for assistance. There was no reported impact to the customer¿s daughter's blood glucose level. Technical support was unable to contact the customer due to an international phone number and requested the pump's serial number via email to verify its location and provide the appropriate international distributor assistance.